Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A field service representative (fsr) isolated the issue of falsely decreased wbc results to a clogged silicon tubing, which was replaced. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.

Event description:
The customer stated a cell-syn sapphire analyzer generated falsely decreased wbc results for three patient samples. The customer provided results for one sample. The sapphire generated a wbc result of 0.211 that repeated as 8.11 on another instrument. The falsely decreased wbc results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.